Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the leak at reservoir o ring. Customer stated the leak was past 1st o ring. The customer was assisted with troubleshooting. Customer stated there was an air bubble in the reservoir. The customer stated that the size of air bubbles was approximate tiny, champagne size. The customer stated that the location of bubbles was reservoir. The device will not be returned for analysis.